Event description:
Per bio-libra study, on (B)(6) 2020, patient was hospitalized due to a syncopal event. He had an elevated bnp and fluid overloaded. Was given IV diuretics. A large plural effusion was also found but was not treated until he was seen at (B)(6) on (B)(6) 2021 where a thoracentesis was performed. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.